Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis. Follow up with the field representative revealed the reported patient bleeding was unrelated to the impella device. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 60 year old female patient presenting for an elective procedure using the impella device for hemodynamic support. During support, the patient required a trip to the operating room for a surgical washout.